Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. Unable to perform displacement test, operating currents, off no power, basic occlusion, occlusion test and excessive no delivery test due to intermittent button response. Unable to verify battery out limit alarm due to intermittent button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.